Manufacturer narrative:
The factory has not yet rec'd the device for evaluation, and this complaint is still under investigation.

Event description:
The customer reported that the unit failed the charge button test.